Event description:
It was reported to the aci sales professional on (b) ()2010 that a patient underwent a coronary intervention on (B) (6) 2010. A femoral angiogram taken pre-procedure revealed an 8mm vessel with mildly calcified pvd just below the arteriotomy. There were no reported complications with the mynx closure and hemostasis was successfully achieved. At 2 days post procedure, on (B) (6) 2010, the patient returned to the doctor's office with complaints of leg pain. The patient was taken to the cardiac cath lab for a peripheral vascular runoff. An occlusion at the trifurcation was diagnosed. At 5 days later, there was an unsuccessful attempt to treat the occlusion with tpa infusion, and the physician proceeded to treat it with a silverhawk and ballooning procedure. Flow was restored to the posterior tibial and peroneal artery however the anterior tibial remained occluded. The physician did not intervene on the occluded anterior tibial at that time. "White calcified" looking material was removed from the silverhawk device but not sent to pathology. It was reported that the patient tolerated the procedure well and symptoms were alleviated. It was also reported that the physician stated the "nature of the embolism is inconclusive."

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received and the investigation performed, the root cause of the reported sealant misdeployment could not be conclusively determined. It was reported that "white calcified" looking material was removed from the silverhawk device but not sent to pathology. Without source documentation such as a pathology report, or the material to perform chemical analysis, the composition of the occlusion could not be conclusively determined. It was also reported that the physician stated the "nature of the embolism is inconclusive". Additionally, it was reported that a femoral angiogram taken pre-procedure revealed calcified pvd just below the arteriotomy. Per the mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site a review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department